Event description:
Medtronic received limited information that this pericardial sump catheter had been used as an intracardiac catheter, and that the surgeon experienced difficulty removing the catheter. The catheter was cut to remove it from the heart. The product was discarded, and product specific information is unknown. It was reported that there were no adverse patient effects associated with this clinical event.

Manufacturer narrative:
Evaluation method: the device was discarded by the account and will not be returned for analysis. Analysis: the device will not be returned for analysis, and no device specific information was provided. Without product return, review is limited and no conclusive results can be provided. Product labeling contains sufficient instructions for the user, including product illustrations for the proper use of the device, per its labeled indications. This sump is intended for draining the pericardial sac. As described in labeling, this device is not intended to be placed through a valve to drain a closed myocardial chamber. Conclusion: no patient event, and no device return expected. Based on the event description, while an exact cause for the reported event is unknown, operational context contributed to the event.